Event description:
--

Event description:
Boston scientific received information that this right ventricular lead had dislodged. The lead was subsequently explanted the day after implant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead returned and underwent detailed analysis. Visual observation noted all four tines remained intact with damage. The lead passed all analysis testing. In conclusion, the field allegation could not be confirmed through analysis.